Event description:
It was reported that the customer was hospitalized due to blood glucose levels lower than 40 mg/dl. It was reported that the customer stopped using the insulin pump, and didn't know what caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.